Event description:
It was reported that during a ptca procedure, the tip of the balloon catheter came off and remained on the wire. The entire system was removed without incident. No patient injuries or complications occurred.